Event description:
Home monitoring event showed lack of crt pacing and noise in rv iegm. In-person interrogation of device did not show noise. Lead will be further analyzed and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the leads and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms revealed noise in the right ventricular channel, confirming the clinical observation. Besides that, the device data showed no anomalies. Based on the available data the root cause of the noise could not be determined. However, the integrity of the rv lead cannot be assured. Should additional relevant information become available this investigation will be updated.